Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney regarding a patient. It was reported that their implantable neurostimulator (ins) was previously implanted in approximately 2011 for intractable urinary frequency, urgency, and urge incontinence. The ins was not operating properly following possible damage while the patient was jerking on their chairlift. No patient symptoms were reported and there were no complications. Indication for use was interstim - other.